Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
Customer reported that xray fluoroscopy stopped during a pacing procedure on a pt. The system gave an error "x-ray disabled circuit shortcut" message.